Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump cgm blood glucose level was being displayed in mmol/l rather than mg/dl. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
MDR was inadvertently submitted. Event is not reportable.